Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 at 9:15 am with blood glucose of 338 mg/dl. The customer¿s blood glucose level was 491 mg/dl at the time of incident and current blood glucose level was 200 mg/dl. The customer experienced symptoms such as headache, throwing up and problem with speaking. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The drive support cap was appeared to be normal. The high pressure test was performed and it failed and when repeated it passed. The customer was still hospitalized. The insulin pump will be returned for analysis.